Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod, the site was red, itchy, burning with blisters. The patient visited the doctor, who prescribed (fenistil drops, aflumycin) and ointments (synthomycine ointment and tevacutan) to apply after removing the pod.